Event description:
This report is being filed as the mitraclip clip delivery system returned device analysis found the inner device components, l-lock tabs, had detached from the device, but remained locked into place by another device component. The detachment of l-lock tabs has the potential to cause or contribute to patient injury. It was reported that during a mitraclip procedure, due to a very bad image quality and challenging leaflet anatomy, the grasping of the clip to both of the leaflets was not possible. The mitral valve annulus was dilated and the posterior mitral valve leaflet was restricted. The grippers could be lowered normally and there was no resistance noted. As the leaflets could not be grasped, the physician decided to abort the procedure. Post procedure, after examining the grippers, the physician suspected a device "malfunction" as he suspected that the "hooks" on the grippers were not bending in the correct direction. There was no adverse patient effect or significant impact to the patient due to a clinically significant delay in the procedure. Post procedure the patient's functional mitral regurgitation grade remained 3-4. Subsequently, the clip delivery system was returned for analysis. The l lock tabs, inner device components, were found to have detached, but remained locked into another device component. Additional information received indicated that post procedure there was no manipulation of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: concomitant products: mitraclip system: lift, support plate, stabilizer, steerable guide catheter. The device was returned for analysis. During device analysis, the gripper lever was retracted and the gripper arms were raised without any issues. All of the frictional elements (fes) on the gripper arms were present and no damage was observed to the fes. It was observed that during the actuation of the gripper arms, the clip rotated on the distal end. Upon further microscopic examination, the l-lock tabs were found broken and detached from the l-interface, but were still attached (locked in place) to the connector, the gripper cover was found frayed and the suture knots were deformed. The lock lever was then retracted and the clip functioned as intended as the clip was able to open smoothly to the inverted position. Potential causes for the broken l-lock tabs are, but not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique and procedural conditions or possible transportation handling on the return to abbott laboratories. As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling system did not reveal any other incidents reported for the same issue. Based on the information reviewed, there is no indication of a product deficiency.